Event description:
Hologic novasure endometrial ablation system failed pre-vacuum check when conducting cavity assessment. Novasure rep, (B)(4) was present in the room and said to replace handpiece. The handpiece was replaced and the procedure was performed with no issues identified. Diagnosis or reason for use: endometrial ablation. Event reappeared after reintroduction: yes.